Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an acl reconstruction while using a 4 mm aggressive blade plus surgeon activated shaver and had metal abrasion. There are photos attached. Check the lumen of the inner shaver, they think it is a little bit to big. The complaint device is not being returned, therefore unavailable for a physical evaluation, however the customer provided four photos which are showing marks on the tip of the device, however, the photos are blurry and it is difficult to look further. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the inspection of the photo, this complaint can be confirmed. The possible root cause for reported failure can be attributed to procedural variables, such handling of the device or product interaction during procedure; as per IFU 110849; excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. Besides, a hand piece used in this procedure where the blade is assembled was not received for evaluation, potential ways to reduce shedding is to ensure all hand pieces are properly serviced and maintained. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Document specification review: IFU-110849 rev. C,according to the information provided, it was reported that during an acl reconstruction while using a 4 mm aggressive blade plus surgeon activated shaver and had metal abrasion. There are photos attached. Check the lumen of the inner shaver, they think it is a little bit to big. The device was returned to mitek for evaluation. Mitek then conducted visual of the devices received. The inner and outer sleeves were separated and inspected for any visual defects that may contribute to the complaint condition. The device had signs of friction and striation marks on the surface of the distal end of the inner blade. Also, the outer showed points of wear near the distal part. A manufacturing record evaluation was performed for the finished device lot number:m2101023, and no nonconformances were identified. Based on device condition received, this complaint can be confirmed. The possible root cause for reported failure can be attributed to blade wear and degradation, as per IFU; excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. Besides, a hand piece used in this procedure where the blade is assembled was not received for evaluation, potential ways to reduce shedding is to ensure all hand pieces are properly serviced and maintained. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an acl reconstruction while using a 4 mm agressive blade plus surgeon activated shaver and had metal abrasion. There are photos attached. Check the lumen of the inner shaver, they think it is a little bit to big. The complaint device is not being returned, therefore unavailable for a physical evaluation, however the customer provided four photos which are showing marks on the tip of the device, however, the photos are blurry and it is difficult to look further. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the inspection of the photo, this complaint can be confirmed. The possible root cause for reported failure can be attributed to procedural variables, such handling of the device or product interaction during procedure; as per IFU 110849; excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. Besides, a hand piece used in this procedure where the blade is assembled was not received for evaluation, potential ways to reduce shedding is to ensure all hand pieces are properly serviced and maintained. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI:(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in switzerland that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the 4 mm aggressive blade plus device had metal abrasion. All fragments were removed from the patient's body. The procedure was completed without delay. There were no adverse patient consequences reported. No additional information was provided.